Manufacturer narrative:
A philips product support representative evaluated the device with the assistance of the customer.

Event description:
It was reported to philips the device did not deliver shock to patient during synchronized cardioversion. Another defibrillator was used to complete the procedure. The device was in use on a patient and there was no adverse event to patient or user.